Event description:
Information received indicates the scale is displaying error 2. The account stated that they inspected the bed for a bent frame and pinched cables and did not find a problem in either of those places and the load beams are also fine. The account requested a replacement scale head. Analysis of the scale head found signs of fluid ingress on the display board. A replacement scale head was sent to the account to repair the stretcher.